Event description:
It was reported that the customer went to the emergency room due to blood glucose level over 400mg/dl. Reportedly, the customer declined to provide any additional information.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.